Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional from a clinical study reported there was mechanical breakdown with a broken stitch in the generator pocket due to the seatbelt when the patient was in a motor vehicle accident. The patient had had a motor vehicle accident on (B)(6) 2015 which had resulted in bruising over the left shoulder area from the seat belt causing the device to expel a shocking sensation. There were intermittent shock sensations. Diagnostics included device interrogation which indicated the device was functioning normally, examination/palpation with results of mild tenderness overlying the implantable neurostimulator (ins) site in the left sub clavicular area and device interrogation with reasonable range of impedance on all contacts. Interventions required included replacement of the ins and extensions on (B)(6) 2016. The outcome was resolved without sequelae. Etiology was incisional site/device tract, neurostimulator pocket, lead/extension tract and was related to device or therapy and no related to implant procedure. The patient's indication for use is parkinson's dual and movement disorders.